Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the sample contained vapors inside the packaging. A device history record review was performed and no relevant findings were identified. Based on the visual exam, the complaint has been confirmed. A CAPA was opened to address this issue. The manufacturer reports that based on the lot number it was determined that this lot was manufactured prior to the CAPA.

Event description:
The report states, "seen on a new box - unused, 2 tubed were stained with water drops. So tubes were discolored. There was no consequence for any patient". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
The report states, "seen on a new box - unused, 2 tubed were stained with water drops. So tubes were discolored. There was no consequence for any patient". No patient involvement.